Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of noise were noted on the right ventricular (rv) lead. A revision procedure was scheduled. During the revision procedure, no insulation damage was noted on the rv lead via diagnostic imaging. The rv lead was capped and replaced to resolve the event. The patient was stable.